Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device experienced a high leakage alarm. The patient was moved to a deferent device. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
A field service engineer (fse) went onsite to evaluate the device. The fse extracted the call logs and confirmed high leakage alarms along with other calibration related errors. The device has been placed into storage at the customer's site until further examination and service is approved by the customer.